Event description:
It was reported that the implant on an unknown tooth site was removed due to an allergic reaction. Symptoms of the event: pain and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Investigation type codes were added: 3331, 4109, 4110 and 4111. Investigation findings code was added: 213. Investigation conclusions codes were added: 67 and 4310. Narrative/data was updated. One (1) impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event, but there were signs of use and damage from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has not occurred, and the reported event could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot 1257508 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Sterilization record op 150 str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is not related to the functional performance of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are clinician error and patient specific issues. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.